Event description:
Clinic notes were received for a vns replacement referral. The generator was provided to be at near end-of-service. It was provided that the battery life showed an unexpected life of 25%. Review of the manufacturing records for the generator identified the device was laser routed. The downloaded data was reviewed, however there was insufficient length of history in order to determine if the battery was prematurely depleting. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Event description:
Generator replacement surgery occurred. The explanted devices have not been received by the manufacturer to-date.

Event description:
Product analysis for the generator was completed and approved. Both interrogation and system diagnostic test were performed, with a distance of one and one-quarter inches (spacer block) between the device and the programming wand. The following results were noted (load resistor/reported diagnostics results, all values in ohms and battery status): 4000/3978, with ifi no. Resulting status checks for; communication were ok, lead impedance and current delivered were normal for all diagnostic tests performed. The pulse generator performed according to functional specifications. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. However, the pulse generator was opened due to possible contaminates on the trimmed edge of the pcba (tab removed). A visual assessment on the pcba showed contaminates on the trimmed edge of the pcba. The battery was removed. A postburn electrical test was performed. Several test parameters failed including r2 verification, supply current off, supply current off sense, and trim diag concurrent fine grit sandpaper was used for the removal of the observed contaminates from the trimmed edge of the pcba. Based on the postburn electrical test results, the contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions.

Event description:
The explanted generator was received for analysis. Analysis is underway but has not been completed to date.